Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Fse replaced the single-port one axis manipulator controller board (soam) to resolve the reported issue. This unit was returned for failure analysis, and the reported 32100 error was confirmed but not replicated. In artemis, the 32100 error was found, indicating a soam2 pitch components error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. As a result of this investigation, failure analysis was unable to identify the root cause.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there were errors in the single-port one axis manipulator controller board (soam). The procedure was completed with no reported injury.